Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on advantage system compared to a professional meter within 10 minutes: 243 mg/dl (advantage system) and 81 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The alleged product is not available to return for evaluation.